Event description:
Event description guidant received information that multiple episodes where noted in the device history of this cardiac resynchronization therapy defibrillator (crt-d). One episode in particular noted that the patient received multiple shocks which did not successfully convert the rhythm.